Event description:
A nurse reports than a broken haptic was noted following insertion of the intraocular lens. An enlarged incision was required to accommodate removal and replacement and a suture was used to close the wound. No further complications were reported.